Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the reading of the device is inaccurate. The blood glucose level was low and the sensor reading was between 180 mg/dl and 200 mg/dl. The unit is giving a weak signal alert frequently. No further information was provided.